Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a tl code indicative of device requiring immediate attention static template lost and ps code indicative of device power supply error. There was previous loss of reference on the s-ECG. The patient is still at the hospital waiting to be discharged, and boston scientific technical services recommended keeping protection for this patient and emergent replacement. Technical services recommended to replace the whole system due to the two consecutive ps error and tl error, since it was not possible to guarantee the electrode was not involved in this issue. The tl and ps codes were due to a device reset occurring either during a charge or from the shock itself. The capacitor reform charge times beforehand were longer than expected and irregular. This could be due to shorting internal to the hv capacitors or shorting from the hv capacitors to elsewhere in the device. Technical services was just informed that in june 2023, the patient had a sternotomy procedure and had the device therapy turned off. The healthcare professional used paddles to defibrillate over the heart directly during surgery. Technical services was informed by phone that despite the healthcare professional is aware of the recommendation to replace the whole system, the current decision is to replace only the device and not the electrode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The electrode remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a tl code indicative of device requiring immediate attention static template lost and ps code indicative of device power supply error. There was previous loss of reference on the s-ECG. The patient is still at the hospital waiting to be discharged, and boston scientific technical services recommended keeping protection for this patient and emergent replacement. Technical services recommended to replace the whole system due to the two consecutive ps error and tl error, since it was not possible to guarantee the electrode was not involved in this issue. The tl and ps codes were due to a device reset occurring either during a charge or from the shock itself. The capacitor reform charge times beforehand were longer than expected and irregular. This could be due to shorting internal to the hv capacitors or shorting from the hv capacitors to elsewhere in the device. Technical services was just informed that in (B)(6) 2023, the patient had a sternotomy procedure and had the device therapy turned off. The healthcare professional used paddles to defibrillate over the heart directly during surgery. Technical services was informed by phone that despite the healthcare professional is aware of the recommendation to replace the whole system, the current decision is to replace only the device and not the electrode. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The electrode remains in-service.